Event description:
This is the second of three reports (same patient, same product, product lot number unknown, different incidents/occurrences). The customer reported three incidents in which the staff had closed the stopcock on the patient line (normally used for cerebrospinal fluid (csf) sampling) in order to transport patients. Subsequent to the patient transport, the clinicians did not reopen the stopcock. The inaction resulted in very high intracranial pressure (icp) and herniation. There were no deaths reported. Additional information was requested and on (B)(6) 2013, the following was provided: it was clarified by the customer that all three of the reports were on the same patient, however each time there were different nurses caring for the patient. On (B)(6) 2013, a (B)(6) male patient with an underlying medical condition of posterior fossa tumor was transported at 2000 hours. The patient's icp reading prior to being transported as well as the patient's icp reading (reported as high icp since the stopcock was not re-opened) following the transport were not provided since he was not being monitored at the time. The type/class of brain herniation was unknown. There were no relevant diagnostic test results provided. The signs or symptoms the patient experienced due to the herniation was described as the patient was becoming increasingly fussy. The patient needed additional respiratory support. It was reported that there was no drainage from the external ventricular drainage (evd). The patient's evd had been clamped for approximately 4 hours. This was discovered on (B)(6) 2013 at 0000 hours. It was reopened at that time and the evd drained 25 ml. Additional time in the pediatric intensive care unit (picu) was needed until the patient was back to baseline. The patient remains in the hospital with a new evd but is not currently in the picu.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.